Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests and got results of 217, 125, and 168 mg/dl. Tests were done one after the other, using different fingersticks and test strips. There were no symptoms. During a follow-up, qc procedures were reviewed and meter/lab comparisons were discussed.